Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using a titanium low profile port. During the procedure, it was reported that the needle allegedly leaked serum upon flushing following an attempted puncture and failed to generate negative pressure. Also, patient had a pneumothorax after a needle puncture that was defective. This required a longer period of hospitalization and drainage of the chest after the procedure. The device was subsequently replaced. The current status of the patient is unknown.